Event description:
It was reported that during a gastrectomy procedure, the clip was not formed properly at the first thing. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.